Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the reservoir did not function well. The device was never implanted. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the reservoir rebounded slowly during pre-operative testing. The cause was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent and met the requirements for reflux, pressure-flow, pre-implantation, and leak testing. All valves are 100% tested at the time of manufacture. Due to imdrf harmonization, the device, method, result, and conclusion codes have been updated. If information is provided in the future, a supplemental report will be issued.